Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely while inserting/withdrawing an endo therapy accessory (cleaning brush, ect.) The metal part came into contact with the port and resulted in the reported event. The event is detectable by handling the device in accordance with the following instructions for use (IFU): bf type p150/1t150 operation manual "chapter 3 preparation and inspection" states how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchovideoscope scope connector pin was broken, however the scope is working well. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps channel port was shaved which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation there were no findings of a broken connector pin, however it was observed that the guide pin of the electrical connector was missing. Upon further inspection, it was observed that the forceps channel port was shaved. It was also observed that the indication on switch 1 was unclear due to deterioration caused by chemical stress. It was observed that the distal end and the grip had a dent due to a handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was observed that there was a loss in water tightness due to a cut in the bending section cover. Additionally, it was observed that the adhesive on the bending section cover was detached due to chemical or physical stress. It was also observed that the coating on the connecting tube was peeling due to deterioration. It was observed that switch 4 had discoloration due to deterioration or chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: up-down plate, light guide cover glass, connecting tube, control unit, scope cover, switch 1 and 4, universal cord, grip and on the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.